Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided. Additional PMA/510(k) number: k011028 / k013227.

Event description:
It was reported that the tsvwb10 implant mount would not disengage from the implant after insertion into the osteotomy. Another implant was used to complete the procedure.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One tapered screw-vent implant with mtx surface (tsvwb10), corresponding transfer mount and mount screw were returned for investigation. Visual inspection identified minor wears on the products due to usage. Measurements were taken and through dimensional analysis and comparison to drawings (dwg. No. Pd-tsvwb10 rev. L), it was determined that the products met design specification. Functional testing was performed and the products were able to easily disengage from each other. Pictures or x-ray images were not provided of the event. Document reviewed: instructions for use for tapered screw-vent, advent and trabecular metal implants, 4869 rev 7-01/16. Information identified: contraindications, warnings, and precautions. Per the applicable IFU, under section warnings that practitioners should attend courses of study to familiarize themselves with implantology techniques. Improper technique can cause implant failure. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant was removed because the mount was blocked in the implant. The reported complaint could not be confirmed. During functional testing, the products were able to disengage from each other. A definitive root cause for this complaint could not be determined.